Event description:
Caller reports patient tested 3.4 inr on the coaguchek xs system and 2.3 inr on a comparison lab. No action taken on device results. No adverse event reported due to these results. Requested return of suspect system and replacement sent.